Event description:
The customer stated that a medium sized speculum had broken during a routine exam. The customer states that the speculum was inserted into a pt and the bottom bill broke into two pieces; the pt was not injured. The customer did not provide a pt identified.

Manufacturer narrative:
Welch allyn is reporting this in an abundance of caution. The actual speculum was not returned to welch allyn. This device is a manually inserted, disposable vaginal speculum. The root cause of these very rare failures was determined to be related to potential impacts or loads on the shipping containers during transit or storage. No further investigation will be performed. Method: customer confirmed lower bill break. Result: vaginal speculum. Conclusion: actual device not returned.